Manufacturer narrative:
(B)(4).

Event description:
It was reported by a customer that on (B)(6) 2011, the fiber tip detached inside of the patient at 1,989 joules. Per the customer, the fiber fragment was pushed through the patient's urethra and it came out with the saline irrigation. No patient injury was reported.